Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneous sodium (na) and chloride (cl) results for two pt samples. The erroneous results were not reported out of the lab. There were no changes to pt treatment as a result of this event. There have been no report of death or serious injury. The original samples were repeated on a different instrument and lower results were obtained. The repeated results were reported out of the lab. The ion selective electrode (ise) system is calibrated every 8 hours followed by a quality control (qc) run. Prior to and after the event ise qc results were within the lab's established ranges. This is report 2 of 2 medwatch reports filed for this event for pt 2 of 2 pts. A single medwatch report was filed in (B)(4) 2010.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and ran precision and accuracy tests on all ise chemistries. The system was shown to be operating within specifications. No repairs were made. As of (B)(4) 2010, there were no further calls to hotline for ise problems. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported. 2050012-2010-00470.